Event description:
It was reported that alarm 18 occurred, indicating a suspension in insulin pumping. The customer's blood glucose level was described as "high" with no specific value provided. To address the high glucose level, the customer administered a correction injection via multiple daily injections (mdi) and also used the pump to bolus. Technical support clarified that the alarm served as a reminder about the extended suspension of the pump, and the customer acknowledged their understanding of the situation.